Manufacturer narrative:
Weight: (B)(6). Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Terumo medical received a user facility medwatch report # 1300060000-2020-8019. The event description states: they had a right groin hematoma after access for a cerebral angiogram. Mild acute blood loss anemia: underwent cerebral angiogram with doctor for evaluation of possible carotid artery pseudoaneurysm, which was found to be a paraganglioma. The patient went home, however, was then presented with a large right groin hematoma after a fall. No active extravasation. Hemodynamically stable, held eliquis. Duplex negative for pseudoaneurysm. Vascular surgery was consulted and recommended observing for another 24 hours. There was no difficulty accessing the common femoral artery (cfa). There were no multiple punctures, or single sticks to the cfa prior to accessing vessel. A pre-deployment angiogram was performed. There was no difficulty with deploying the angio-seal device. Therapies being used on the patient at the time of the event that may have caused, or contributed to the event: other. Other therapies used on the patient at the time of the event that may have caused or contributed to the event; sandbag placement overnight and vascular surgeon referral. Additional information was received on 07december2020: the procedure was a diagnostic cervicocerebral angiogram, left cca (common carotid artery), left ica (internal carotid artery), left eca (external carotid artery), left ascending pharyngeal artery with an 8fr procedure sheath used. The patient was stable and required an overnight admission for observation.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for allegation of the failure of the angioseal. In the absence of the device and the fall reported which is against the patient instructions, no conclusion can be drawn to the cause of the event. Since there was no additional intervention performed apart from keeping the patient under observation, it is likely that the angioseal worked as intended. The relationship of the device to the reported event cannot be substantiated based on available information. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).